Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the damaged camera head, which caused the lack of image. Additional issues were identified during the device evaluation: the connector plug connector was cracked, and the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition autoclavable camera head did not display an image. The intended procedure was for a hysteroscopy that was completed successfully with a delay in procedural time of a few minutes. The patient¿s anesthesia time was extended by a few minutes due to the issue. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image not displayed occurred due to a cable failure. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.